Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/24/2020. A manufacturing record evaluation was performed for the finished device pe6969 batch number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and suture was used. The suture broke when starting the procedure. A like device was used to complete the procedure. There were no adverse patient consequences reported.